Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s dad reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The infusion set cannula was bent. The customer's dad declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.